Event description:
It was reported to boston scientific corp that a resolution clip device was used during a gastric biopsy hemostasis procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the clip would not close after opening in the pt. The physician removed it with forceps. The clip was removed because it wasn't attached to the flesh, therefore, it was easy to be captured in retrieval. Further, having the loose clip out of the way, made for an easier visual of the bleed site for the next clip. The procedure was completed with another resolution clip device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
(B)(4) - (failure to close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).